Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent embolism). (Insufficient information). No results available since no evaluation was performed. (No device received for evaluation). Evaluation conclusion: inherent risk of procedure (stent embolism). Unable to confirm complaint. (B)(4).

Event description:
The physician intended to use an endeavor rx drug eluting stent. It was reported that prior to deployment the stent dislodged from the balloon. A snare was used to remove the dislodged stent. Another stent was used to treat the patient.

Manufacturer narrative:
Previously reported as malfunction in error, corrected to serious injury.